Event description:
It was reported that the Arctic Sun gel pads were replaced, and the device had already been replaced twice. Therapy was initiated with a third device. Each time, the device primed and then stopped.Per additional information received via mail on 27JUL2026, it was stated that only the leg pads had been replaced earlier. The chest pads were also replaced subsequently. Once the new pads were in place, the flow rate was 3 LPM. The lot number for the pads was NGKPU765. The ICU was requested to be contacted and the charge nurse asked to arrange the return on Monday.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.The reported product number is Unknown. The UDI number for this product is not Available.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.